Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately after intubation of a patient with a smiths medical portex® endotracheal tube, air was noted to leak from the white cuff. An endotracheal tube (ett) change out was required and no adverse effect were reported.

Manufacturer narrative:
One endobronchial tube str was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. A tear was observed in the cuff. A root cause was not attributed.